Event description:
The pt reported the adhesive on her insulin infusion sets are not properly adhering. She stated this started about 3 weeks ago and that some fall off when first placed on her skin and others fall off once she showers. She stated she has tried to use medical tape and a prep wipe but this has not resolved the issue. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.